Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on(B)(6) 2015, not related to dexcom use. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015. Patient reported that the hypoglycemic event was not related to dexcom use. Patient stated that she woke up vomiting in her bed. She went to the restroom and reports to have fallen on the bathroom floor. Patient stated that her grandfather found her and called patient's aunt. Patient's aunt came over and cleaned her up. Patient reportedly told her aunt that her "sugar was fine". Patient does not remember making that statement, nor does she recall any events leading up to the hypoglycemic event. Additionally, patient reportedly had taken off her unspecified insulin pump at some point, but does not recall when. At the time of contact, patient was reported to be doing great. No additional medical intervention was required. No additional event or patient information is available.